Event description:
A customer from (B)(6) reported to biomérieux a misidentification of an external quality control survey sample of rhodococcis equi as turicella otitidis (98%), in association with the vitek® 2 anc test kit. The isolate was cultured on cos (columbia + sheep blood) media at 27°c for 24 hours aerobically. The test reports for the anc card and the survey results were requested from the customer. The isolate is not available. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
An internal biomérieux investigation was performed with results as follows: the isolate was subculture on columbia blood agar, and testing included anc cards, 1 card from 2 different lots. Biomérieux compared the results with the sequencing full 16s. Ctcb information : identification to the species for 50% of participants and to the genus for 64.4 % the reference method (sequencing full 16s) used to determine the intended result is in favor of the species rhodococcus equi. On vitek® 2, anc card gave with both lots, an unidentified organism. In-house, biomérieux did not reproduce the misidentification to the species turicella otidis obtained by the customer with discrepant test results : (ure). Note: rhodococcus equi is out of the anc card knowledge base. There is a limitation on vitek® 2 for species not claimed in the knowledge base: testing of unclaimed species may result in an unidentified result or a misidentification.